Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, hemolytic anemia was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve was performed. Although no symptoms are observed, it was determined that hemolytic anemia. Anemia gradually progressed after tavi. Paravalvular leak (pvl) was trivial at 1 week post-op, but subsequently increased to moderate pvl. On post-op day (pod) 49, hemolysis was diagnosed by the hematology department. Thv dilation was performed on pod 70 and the anemia did not progress thereafter. On pod 82, the outcome was determined that remission. The seriousness was reported that hospitalization.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information received, sections g6, h2, b5, b7 and h6: impact code.

Event description:
As reported by our edwards lifesciences japanese affiliate, hemolytic anemia was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve was performed. Although no symptoms are observed, it was determined that hemolytic anemia. Anemia gradually progressed after tavi. Paravalvular leak (pvl) was trivial at 1 week post-op, but subsequently increased to moderate pvl. On post-op day (pod) 49, hemolysis was diagnosed by the hematology department. Thv dilation was performed on pod 70 and the anemia did not progress thereafter. On pod 82, the outcome was determined that remission. The seriousness was reported that hospitalization. Upon follow up, additional information regarding the intervention was obtained. After tavi procedure, the patient required blood transfusions before being discharged from the hospital. Follow-up blood tests were conducted every two weeks, and the patient's ldh increased, and anemia progressed. Additional blood transfusions were given from the time of discharge until bav was performed. A total of 7 blood transfusions were given. The symptoms of hemolytic anemia were heart pounding/shortness of breath, dizziness/lightheadedness, and fatigue. Post dilation was performed on pod#70 which had already reported. A total of three post dilations were performed (first time, non-edwards balloon was used and both second and third dilation were performed with a 29mm ew commander delivery system).